Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed damage to the catheter shaft at the distal edge of electrode ring 4. In addition, conductor wire 2 was noted to be protruding from the shaft at the distal edge of electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage remains unknown.

Event description:
This report is to advise of an exposed wire found during analysis. There were no adverse consequences reported on the patient.